Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid underneath the cycler cart after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 6 of 6 of treatment and the treatment was cancelled. It is unknown exactly where the leak originated from but the bottom of the cycler cart was wet. Fluid was not discovered in the pump module area or on the external of the cassette. The patient was advised to reset with new supplies for the next treatment. Upon follow up, the pd registered nurse (pdrn) stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed that the patient was able to complete treatment using the cycler. The patient is continuing peritoneal dialysis therapy with no further issues.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid underneath the cycler cart after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 6 of 6 of treatment and the treatment was cancelled. It is unknown exactly where the leak originated from but the bottom of the cycler cart was wet. Fluid was not discovered in the pump module area or on the external of the cassette. The patient was advised to reset with new supplies for the next treatment. Upon follow up, the pd registered nurse (pdrn) stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed that the patient was able to complete treatment using the cycler. The patient is continuing peritoneal dialysis therapy with no further issues.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and showed signs of physical damage due to heater tray. Although there was no evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of particulates within the cassette area. A post accelerated stress test (ast) was performed on the cycler and passed. A vacuum test failed due to fluid present in hp filters. After replacing the hp2 filter to continue testing, the vacuum test passed. The cycler underwent and passed a system air leak test, valve actuation test, and safety clamp test. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.